Event description:
It was reported that while trying to expand an altera cage inside a patient, the tip of the driver broke off inside the patient.

Manufacturer narrative:
The was not yet available for evaluation. No determinations could be made as to the cause of the reported issue.